Event description:
It was reported the programmer was unable to connect with an adapta pacer and other ICD (implantable cardioverter defibrillator) devices. It was also reported the programmer was making a humming sound when turned on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported telemetry issue; the programmer passed functional tests. Analysis found the system fan was noisy and the handle was cracked. (B)(4).